Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the cheeks with juvéderm voluma® xc. Then the product was "thinned" and the patient was injected under the eyes. A week later patient developed swelling under the left eye. It did not appear infected so injector suggested ice. The patient was later seen for swelling at an ER and by a plastic surgeon's office and they both thought it was an allergic reaction and provided steroids and antibiotics as treatment. The patient then left on an international trip and while there developed an abscess under the left eye and then more recently under the right eye and in the right cheek. The treating physician drained the nodules/abscess and sent it for culture but "nothing grew out of them." Patient continues to get nodules that pop up, that are puffy and red. The physician feels "like it is an inflammatory response, as opposed to infectious, almost like a foreign body reaction dealing with the filler." Patient had concomitant platelet rich plasma performed "not done under eyes and only epidermal." Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of abscess, infection, inflammatory nodule, allergic reaction and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: ¿ "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: ¿ "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." ¿ "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Healthcare professional reported patient was injected to the cheeks with juvéderm voluma® xc. Then the product was "thinned" and the patient was injected under the eyes. A week later patient developed swelling under the left eye. It did not appear infected so injector suggested ice. The patient was later seen for swelling at an ER and by a plastic surgeon's office and they both thought it was an allergic reaction and provided steroids and antibiotics as treatment. The patient then left on an international trip and while there developed an abscess under the left eye and then more recently under the right eye and in the right cheek. The treating physician drained the nodules/abscess and sent it for culture but "nothing grew out of them." Patient continues to get nodules that pop up, that are puffy and red. The physician feels "like it is an inflammatory response, as opposed to infectious, almost like a foreign body reaction dealing with the filler." Patient had concomitant platelet rich plasma performed "not done under eyes and only epidermal." Symptoms are ongoing.